Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connector inside the back of the machine that connects to the canister was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the suction was not working on the machine. There was no report of patient involvement.